Event description:
Beckman coulter, inc. (Bec) contacted customer per bec market survey program. Customer reported to bec that the access 2 immunoassay system generated an erroneous troponin I (accutni) result above the acute myocardial cut-off value for one patient in the emergency department. Customer reported that the erroneous result was reported out of the laboratory. Customer reported that the EKG result for the patient was negative. However, the pain was persistent. Customer reported that after the initial result was reported, the patient received the following treatment: cardiology consult, a heparin drip, plavix, nitro paste and opiates for pain. Customer indicated that the patient was admitted urgently and to the wrong floor. Customer indicated that the doctor questioned the initial accutni result three hours after the initial result was reported since the EKG result was negative. Customer reported that the sample was repeated and a lower result was obtained. Customer reported that the sample was also run on an istat and a negative result was confirmed.

Manufacturer narrative:
(B)(4): customer did not request service from bec. Cause is unknown. Customer stated "maybe the result was due to fibrin in the plasma since the instrument was performing fine." Reagents used in conjunction with access 2 immunoassay system: catalog no: 33340, brand name: access accutni, 2 x 50 tests.